Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient complained of chest pain and their blood pressure had dropped. The right ventricular lead had perforated the right ventricle. The perforation was confirmed with x-ray, pacing tests and echocardiogram. The perforation was repaired. The lead could not be repositioned as the helix would not retract or deploy. The lead was explanted and replaced. The patient was in stable condition post procedure.